Manufacturer narrative:
Additional information was received that the physician suspected malfunction of the lead following an ipg revision procedure (MFR report #:3006630150-2017-03711).

Event description:
A report was received that the patient was not experiencing paresthesia and underwent a lead replacement procedure. It is not known if the physician suspected malfunction of the lead. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to mdv fu#1 in field device MFR date: 08-dec-2017.

Event description:
A report was received that the patient was not experiencing paresthesia and underwent a lead replacement procedure. It is not known if the physician suspected malfunction of the lead. The patient was doing well postoperatively.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not experiencing paresthesia and underwent a lead replacement procedure. It is not known if the physician suspected malfunction of the lead. The patient was doing well postoperatively.